Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a tongue laceration repair procedure on an unknown date in the emergency room and suture was used. Immediately after the procedure, the suture dissolved and the tongue laceration had to be repaired a second time. The surgeon used a non-absorbing suture for the second repair. The facility was not able to locate an expiration date on the packaging of the suture. Additional information was requested.